Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the harmonic ace instrument broke apart in the patient's body. The issue occurred during dissection of the fibroid, but the surgeon was able to retrieve all of the pieces. The customer stated that three different or staff members confirmed that all of the pieces were removed from the patient, matched up and no small fragments broke off. There were no post-op x-ray was completed. The customer replaced the harmonic instrument with a different harmonic to complete the procedure as planned with no report of patient injury. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: the surgeon retrieved the broken fragment using another robotic instrument. The customer explained only one piece broke off the instrument and retrieved by surgeon. The attending surgeon and scrub looked at the broken piece and aligned them to ensure there were no gaps. No additional procedure was required to remove the broken fragment and no post-operative were performed as it was retrieved immediately after the break was noticed on the console. The instrument was used for the duration of the entire case and the staff believes the instrument was defective. The harmonic ace was a brand new instrument and was inspected prior to use with no damage noted. The reported issue occurred when the surgeon was dissecting a fibroid and there were no other instrument issues observed nor was there any report of instrument collision that could have caused the fragment to break off the instrument. The broken fragment did not occur during instrument insertion nor was the instrument removed during the case. When the or staff finally removed the instrument it was straightened and there were no issues with removal. The procedure was completed and there was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument had a broken curved blade. The broken piece approximately 0.43 x 0.10" was not returned as fa noted the material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additional observation not reported was that the teflon pad was found broken off at the distal tip. The clamp arm holding the teflon pad was able to open/close. Teflon material, approximately 0.05 x 0.03, was missing and not returned. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.